Manufacturer narrative:
The incident device was discarded by the site and is not available for evaluation. Additional questions in regard to the incident have been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported a 1st degree burn approximately 3 cm on the arm of the patient at the return pad site. The burn was treated with application of sulfadiazina.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.